Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), alopecia ("hair loss"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), autoimmune disorder ("autoimmune symptoms"), fatigue ("fatigue"), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, alopecia, headache, depression, anxiety, autoimmune disorder, fatigue, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune disorder, depression, fatigue, headache, pelvic pain and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and systemic lupus erythematosus ('lupus') in a 34-year-old female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included disturbance of skin sensation, systemic lupus erythematosis, stress at work, cognitive deterioration, stiffness joints, numbness in hand, paraesthesia, genital herpes simplex, screening test, malignant tongue cancer and photosensitivity reaction. Previously administered products included for pain: fentanyl; for an unreported indication: percocet, ibuprofen and toradol. Concomitant products included aciclovir (acyclovir), calcium carbonate;colecalciferol (vitamin d 2000), hydroxychloroquine and prednisone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia/ lupus which was re- diagnosed to fibromyalgia"), vitamin d deficiency ("autoimmune disorder hormonal changes describe: vitamin d deficiency"), neuralgia ("neurological conditions or problems type: nerve pain"), restless legs syndrome ("neurological conditions or problems type: rls"), insomnia ("insomnia") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), acne ("hormonal changes describe: acne"), inflammation ("inflammation"), pain of skin ("scalp pain"), pain in extremity ("arm and leg pain") and malaise ("sick") and was found to have weight increased ("gaining a lot lower body weight"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, headache, depression, anxiety, abdominal distension, abdominal pain lower, acne, vaginal haemorrhage, menorrhagia, fibromyalgia, vitamin d deficiency, migraine, insomnia, dysmenorrhoea, vision blurred, irritable bowel syndrome, abdominal pain, pain of skin, pain in extremity, systemic lupus erythematosus, weight increased and malaise outcome was unknown and the alopecia, fatigue, neuralgia, restless legs syndrome, back pain and inflammation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, inflammation, insomnia, irritable bowel syndrome, malaise, menorrhagia, migraine, neuralgia, pain in extremity, pain of skin, pelvic pain, restless legs syndrome, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient had silicone gel implant and removed in (B)(6) 2017. Patient had finding breast implant illness. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: vitamin d deficiency , fatigue, anxiety, insomnia and fibromyalgia. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain, lupus, sick. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media content received: events: lupus, sick and weight gain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included disturbance of skin sensation, systemic lupus erythematosis, stress at work, cognitive deterioration, stiffness joints, numbness in hand, paraesthesia, genital herpes simplex, screening test, malignant tongue cancer and photosensitivity reaction. Previously administered products included for pain: fentanyl; for an unreported indication: percocet, ibuprofen and toradol. Concomitant products included aciclovir (acyclovir), calcium carbonate;colecalciferol (vitamin d 2000), hydroxychloroquine and prednisone. On (B)(6)2009, the patient had essure inserted. In (B)(6)2011, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia/ lupus which was re- diagnosed to fibromyalgia"), vitamin d deficiency ("autoimmune disorder hormonal changes describe: vitamin d deficiency"), neuralgia ("neurological conditions or problems type: nerve pain"), restless legs syndrome ("neurological conditions or problems type: rls"), insomnia ("insomnia") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), acne ("hormonal changes describe: acne"), inflammation ("inflammation"), pain of skin ("scalp pain") and pain in extremity ("arm and leg pain"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, tooth disorder, headache, depression, anxiety, abdominal distension, abdominal pain lower, acne, vaginal haemorrhage, menorrhagia, fibromyalgia, vitamin d deficiency, migraine, insomnia, dysmenorrhoea, vision blurred, irritable bowel syndrome, abdominal pain, pain of skin and pain in extremity outcome was unknown and the alopecia, fatigue, neuralgia, restless legs syndrome, back pain and inflammation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, inflammation, insomnia, irritable bowel syndrome, menorrhagia, migraine, neuralgia, pain in extremity, pain of skin, pelvic pain, restless legs syndrome, tooth disorder, vaginal haemorrhage, vision blurred and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: vitamin d deficiency , fatigue, anxiety, insomnia and fibromyalgia. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical record received. New events added: hormonal changes describe: acne, abnormal bleeding vaginal, menorrhagia, hormonal changes describe: vitamin d deficiency, migraines, neurological conditions or problems type: nerve pain, neurological conditions or problems type: rls, insomnia, dysmenorrhea (cramping), vision/eye problems type: blurred vision, gastrointestinal or digestive system condition type: ibs, abdominal pain, lower back pain, inflammation, leg pain, arm pain and scalp pain. Event verbatim was updated as autoimmune disorder type of disorder: fibromyalgia/ lupus which was re- diagnosed to fibromyalgia and pt was updated to fibromyalgia. Outcome of events fatigue and hair loss was changed from "unknown" to "recovered/resolved". Reporter information added. Patient demographic information added. Product indication female sterilization was added. Product information details updated. Other relevant history and lab data updated. Lot number newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included disturbance of skin sensation, systemic lupus erythematosis, stress at work, cognitive deterioration, stiffness joints, numbness in hand, paraesthesia, genital herpes simplex, screening test, malignant tongue cancer and photosensitivity reaction. Previously administered products included for pain: fentanyl; for an unreported indication: percocet, ibuprofen and toradol. Concomitant products included aciclovir (acyclovir), calcium carbonate;colecalciferol (vitamin d 2000), hydroxychloroquine and prednisone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia/ lupus which was re- diagnosed to fibromyalgia"), vitamin d deficiency ("autoimmune disorder hormonal changes describe: vitamin d deficiency"), neuralgia ("neurological conditions or problems type: nerve pain"), restless legs syndrome ("neurological conditions or problems type: rls"), insomnia ("insomnia") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), acne ("hormonal changes describe: acne"), inflammation ("inflammation"), pain of skin ("scalp pain") and pain in extremity ("arm and leg pain"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, headache, depression, anxiety, abdominal distension, abdominal pain lower, acne, vaginal haemorrhage, menorrhagia, fibromyalgia, vitamin d deficiency, migraine, insomnia, dysmenorrhoea, vision blurred, irritable bowel syndrome, abdominal pain, pain of skin and pain in extremity outcome was unknown and the alopecia, fatigue, neuralgia, restless legs syndrome, back pain and inflammation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, inflammation, insomnia, irritable bowel syndrome, menorrhagia, migraine, neuralgia, pain in extremity, pain of skin, pelvic pain, restless legs syndrome, tooth disorder, vaginal haemorrhage, vision blurred and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning injuries reported in this case the following ones were described in patient medical records: vitamin d deficiency , fatigue, anxiety, insomnia and fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and systemic lupus erythematosus ('lupus') in a 34-year-old female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included disturbance of skin sensation, systemic lupus erythematosis, stress at work, cognitive deterioration, stiffness joints, numbness in hand, paraesthesia, genital herpes simplex, screening test, malignant tongue cancer and photosensitivity reaction. Previously administered products included for pain: fentanyl; for an unreported indication: percocet, ibuprofen and toradol. Concomitant products included aciclovir (acyclovir), calcium carbonate;colecalciferol (vitamin d 2000), hydroxychloroquine and prednisone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia/ lupus which was re- diagnosed to fibromyalgia"), vitamin d deficiency ("autoimmune disorder hormonal changes describe: vitamin d deficiency"), neuralgia ("neurological conditions or problems type: nerve pain"), restless legs syndrome ("neurological conditions or problems type: rls"), insomnia ("insomnia") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), headache ("headaches"), fatigue ("fatigue/ extreme fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/ my bleeding is extremely inconsistent"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), acne ("hormonal changes describe: acne/ my acne is still horribe"), inflammation ("inflammation"), pain of skin ("scalp pain"), pain in extremity ("arm and leg pain"), malaise ("sick"), tinnitus ("my ears stil ring"), dark circles under eyes ("dark eye circles and bags"), periorbital swelling ("dark eye circles and bags") and feeling abnormal ("some brain fog") and was found to have weight increased ("gaining a lot lower body weight"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, headache, depression, anxiety, abdominal distension, vaginal haemorrhage, menorrhagia, fibromyalgia, vitamin d deficiency, migraine, insomnia, dysmenorrhoea, vision blurred, irritable bowel syndrome, abdominal pain, pain of skin, pain in extremity, systemic lupus erythematosus, malaise and periorbital swelling outcome was unknown, the alopecia, fatigue, neuralgia, restless legs syndrome, back pain and inflammation had resolved, the abdominal pain lower, acne, weight increased, tinnitus and dark circles under eyes had not resolved and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, anxiety, back pain, dark circles under eyes, depression, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, headache, inflammation, insomnia, irritable bowel syndrome, malaise, menorrhagia, migraine, neuralgia, pain in extremity, pain of skin, pelvic pain, periorbital swelling, restless legs syndrome, systemic lupus erythematosus, tinnitus, tooth disorder, vaginal haemorrhage, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient had silicone gel implant and removed in (B)(6) 2017. Patient had finding breast implant illness. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media content received : events added- tinnitus, periorbital swelling, dark circles under eyes, feeling abnormal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.